Event description:
The nurses were having a tough time with actual syringes pulling off the cap and it was then leaking. [Syringe issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of events syringe issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, (B)(6) pharmaceuticals received information from other via an email concerning above-mentioned adverse events experienced by the patient while on amneal's glycopyrrolate. The patient started treatment with glycopyrrolate injection usp (ndc: 70121-1698-07) (strength, dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date in (B)(6) 2024, their last amneal glycopyrrolate syringe purchases they bought and returned (ndc 70121-1698-07). It was further reported that, the nurses were having a tough time with actual syringes pulling off the cap and it was then leaking. Last action taken with glycopyrrolate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited.

Event description:
The nurses were having a tough time with actual syringes pulling off the cap and it was then leaking. [Syringe issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events syringe issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-aug-2024, amneal pharmaceuticals received information from other via an email concerning above-mentioned adverse events experienced by the patient while on amneal's glycopyrrolate. The patient started treatment with glycopyrrolate injection usp (ndc: 70121-1698-07) (strength, dose, frequency and therapy dates not reported) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date in mar-2024, their last amneal glycopyrrolate syringe purchases they bought and returned (ndc 70121-1698-07). It was further reported that, the nurses were having a tough time with actual syringes pulling off the cap and it was then leaking. Last action taken with glycopyrrolate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 14-oct-2024. New information received includes qa investigation report, attached with this case. Complaint sample photographs as well as complaint sample was not shared by complainant for evaluation. Review of control available during batch manufacturing and batch packing, review of primary packing material, stability data, historical review, pack insert of product & apqr reveals no unusual observation which could attribute to reported complaint. Tip cap opening torque (nlt 10 n and nmt 40 n), break loose force (nmt 20 n) & average gliding force (nmt 15 n) trend was reviewed in apqr and found within specification limit for all batches during review period. Based on investigation, no cause corroborated with the manufacturing and packing process which could lead to reported complaint. Review of pack insert reveals that amneal pil gives instructions with pictorial demonstration for removal ovs tip cap from rib part of lure lock of product glycopyrrolate injection usp 0.2 mg/ml (1 ml). Also, pil does not recommend any specific type of connectors for administration of product glycopyrrolate injection usp 0.2 mg/ml (1 ml). Multiple follow-ups have been taken to confirm product details, complaint sample photograph & quality narrative of complaint however no response was received from complainant. There is the possibility of improper handling/ ovs closure opening by pulling the ovs adaptor from the barrel body instead ovs cap by complainant which could lead to reported complaint. Based on the investigation, it was inferred that reported complaint could not be attributed to drug product processing at amneal site. Hence, reported complaint stands non-substantiated. Last action taken with glycopyrrolate in relation to syringe issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of syringe issue and no adverse event was unknown. The reporter did not provide the causality of syringe issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.